Event description:
Customer contacted haemonetics on (B)(6) 2010 reporting the display of their orthopat machine flickers and sometimes turns off. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a major blood spill inside the unit. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).